Event description:
Clinical report states patient's femur (greater trochanter and calcar) was fractured during surgery. Reconstruction with cage and bone graft.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-24125. This report, 1818910-2013-24378, will be rejected. Report # 1818910-2013-24125 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.